Event description:
Reportedly, while closing, the surgeon found a piece of plastic in the fascia. The surgeon did not know where the piece came from. The piece was retrieved and is being returned along with the instruments. The surgeon would like both instruments investigated to see where the piece may have come from. No injury. Procedure: hernia repair.